Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer received multiple occlusion alarms. The customer's blood glucose level was impacted (elevated). Reportedly, the customer was using apidra insulin. During system check with tandem technical support, the customer indicated that insulin would be switched to humalog.